Manufacturer narrative:
It was determined that this event is a duplicate of MDR: 2124215-2025-52485. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that during insertion for a paroxysmal atrial fibrillation procedure one faradrive steerable sheath clear was selected for being used. Aspirating the sheath alone showed no issues, but when the catheter was inserted, air bubbles appeared. Repeating the process confirmed air was only present with the catheter in place. The device was replaced, and the procedure was completed without patient complications. The device is not expected to return for laboratory analysis.

Event description:
It was reported that during insertion for a paroxysmal atrial fibrillation procedure one faradrive steerable sheath clear was selected for being used. Aspirating the sheath alone showed no issues, but when the catheter was inserted, air bubbles appeared. Repeating the process confirmed air was only present with the catheter in place. The device was replaced, and the procedure was completed without patient complications. The device is not expected to return for laboratory analysis.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.